Manufacturer narrative:
Battery (was charged 150 times with an operating time of 19:18:11, 9 charging cycles would have been sufficient) defective. Contra-angle sn (B)(6) (2015) (collet is jammed) defective. Replaced with contra-angle (B)(6).charger, foot control sn (B)(6), motor sn (B)(6), motor cable and measuring cable lip clip, after a detailed check no error could be found. Housing cracked in several places (presumably due to a lintel), but has no effect on the function. Measurement cables, file clamps with file clamps were not included.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a contra angle 6:1 for vdw.gold/silver would not hold files; no patient injury.